Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. Siemens remotely assisted the customer, and with the assistance of the customer, replaced the salt bridge solution, installed new x-tubing, adjusted the pressure foot, calibrated the integrated multisensor technology (imt), primed standard a, b, and the salt bridge, and aligned the pump. Siemens determined that the customer does not process quality control (qc) after replacing the imt sensor and advised the customer to do so. Siemens found that the imt cartridge sensor¿s use life was set to 7 days and informed customer that as per the instructions for use, it should be set to 5 days. Additionally, the flush line from flush pump and rotary valve ports were styleted; the rotary valve seal, x-tubing, and imt sensor were replaced; the pump was aligned; the imt was calibrated; the dilution factor was corrected. The customer cleaned the imt system, installed a new imt sensor, and ran dilution check and qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl 200 instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument using a new integrated multisensor technology (imt) sensor lot. The repeat result recovered higher than the initial result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00040 on 30-jan-2024. Additional information (14-feb-2024): in addition to the activities provided in the initial report, siemens remotely assisted the customer and reviewed and adjusted pump rate, replaced pump tubing to obtain a proper alignment value, checked for sufficient standard a and standard b volume and flow, checked for sufficient salt bridge volume and flow by removing cap from bottle to prime solution and observed the flow. Siemens concluded that the issue in fluid flow with the formation of sample/fibrin clot and crystal formation in the x-tubing potentially contributed to the falsely depressed sodium (na) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.